Event description:
After being transferred to the table, during use the table's functions failed. The anesthesiologist tried to laterally roll the table with the hand pendant, but was unsuccessful in doing so. He then unlocked the foot end of the table and the table tilted with the pt non the table top. It is noted, the adjustable friction lock on the head end was locked. The unstrapped pt then rolled off the table to the pts left in the supine position and fell from the table. The pt showed no signs of injury or bruising. The anesthesiologist and the nurses in the room reported seeing all 3 blue lights illuminated on the head end of the base and the 180 degree rotation indicator and the nurses in the room reported seeing all 3 blue lights illuminated on the head end of the base and the 180 degree rotation indicator light associated with the head end handle lock was illuminated even after the foot end lock was disengaged. The pt showed no signs of injury or bruising.